Manufacturer narrative:
Pump received with no act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable to verify for iop test failure alarm, low reservoir alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart error test and all operating current measurement due to no act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call that insulin pump received an iop test failure alarm. Troubleshooting was performed for alarm. Customer also reported or receiving a low reservoir alert which showed that reservoir still had 100 units of insulin. Customer was assisted with rewinding and priming insulin pump. Customer's blood glucose was 244 mg/dl. Customer was advised that insulin pump would need to be replaced.